Manufacturer narrative:
Product ID 3093-28, lot# v100936, implanted: 2009 (B)(6); product type lead product ID 3093-28, lot# v087157, implanted: 2008 (B)(6); product type lead product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
The patient reported a bad kidney infection. Her healthcare provider (hcp) said it was stage 3. It started getting worse on (B)(6) 2015. The patient did not intend to follow up with any healthcare provider (hcp) and she was considering removing the implantable neurostimulator (ins). It was noted that the patient's relevant medical history includes urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.